Event description:
On (B)(6) 2011, the nurse reported that the bed had an obstruction alarm and the bed would not rotate to the prone position. The bed was subsequently replaced with a new one. There was no report of an injury.

Manufacturer narrative:
On (B)(4) 2011, the bed passed quality control checks and met specifications prior to pt placement. On (B)(4) 2011, the bed was returned to the kci service center for eval. Kci field repair technician reported that evaluation of the bed revealed the bed would not raise and was giving an obstruction alarm. Further eval revealed the bed foot end actuator motor was not functioning. This malfunction prevented the bed from rotating to the prone position. The technician replaced the actuator assembly and the rotoprone motor control board. Replacement of the 2 components corrected the malfunction. On (B)(4) 2011, the bed passed qc checks, met specifications and functioned as designed.